Event description:
Pt reported hospitalized from (B)(6) for gastrointestinal bleed. Pt has been in nursing home, they stopped her antacid medication / she was on warfarin. Issue resolved. Pt remains in hosp rehab unit. No further info. Also ms3 pump lost all its programming data. Pt never put in batteries when pump shipped on 08/07, sn: (B)(4) due 05/31/2020. Pt had no back up pump. Didn't report to pharmacy until today. Sent replacement with return box for bad pump. Bad ms3 pump never recorded by pt, date (B)(6). Hospital (B)(6). Pt never reported pump malfunction. She just used 1 pump, no back up. Pt was consulted to call pharmacy 24/7. If any issues with pump. Advised, must always have working back up. Reported to (B)(6) by pt/caregiver.